Manufacturer narrative:
No product was return for evaluation but video was provided. Investigation was done by the supplier. The defect is not caused by the manufacturing process, as it is during use. The possible root cause is that the issue was caused by the influence of humidity conditions. The amount of water in this product is affected by the humidity and flow rate in the filter, but in the case of high humidity, the hme filter moisture accumulates inside the-and the flow resistance increases. The allegation was not confirmed. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) .

Event description:
It was reported that the product was occluded due to absorption of excessive amount of water in its heat and moisture exchange(hme) filter. The filter needed to be replaced. No patient injury was reported.